Event description:
A malfunction on the pump was reported by the caller, with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to reset the pump and was assisted in doing so. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to reach out again if the issue reoccurred.